Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The investigation was limited due to the unavailability of calibration and quality control data, as well as restrictions in china, which prevented patient sample testing. Analytical specificity testing during assay development did not include hpv, and no conclusions could be drawn regarding potential interference from hpv. False reactive results in hiv testing may occur due to unspecific bindings or unspecific igm antibodies. It is recommended, as outlined in the assay's method sheet, to perform hiv rna testing and western blot to clarify discrepant results. Medwatch field e1 initial reporter email address - (B)(6).

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the elecsys hiv combi pt assay and elecsys hiv duo assay on a cobas 6000 core unit 150 (jp version). The elecsys hiv combi pt assay generated a result of 156.2 coi (reactive). The elecsys hiv duo assay produced results of 162 coi for hiv antigen (reactive) and 0.101 coi for anti-hiv antibodies (reactive). Subsequent polymerase chain reaction (pcr) testing of the same sample was negative.